Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine clinic follow-up. It was noted that the right atrial lead exhibited noise oversensing which led to multiple mode switch episodes. Isometrics and pocket manipulation were performed which produced fine noise on the egm. The patient reports no symptoms associated with this issue and will be monitored on merlin.net and seen in the clinic at scheduled intervals. No reprogramming was performed.